Event description:
It was reported that upon interrogation, the patient's atrial lead exhibited increased impedance and noise. The patient was pending atrial lead revision. The patient was stable.

Event description:
New information received notes the physician planned to replaced the lead at the time of elective generator replacement. No date was provided. The patient was stable.